Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it illegible and non-interactive. There was no adverse impact to the customer¿s blood glucose level. The pump was damaged when the customer fell on it, and tandem technical support decided to replace it. The customer used multiple daily injections as a backup therapy and was instructed to put the pump into storage mode before returning it to tandem. The replacement pump was sent with a request for a signature upon delivery, and the customer was advised on returning the damaged pump and programming the new one.